Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50 serial#: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had lost stimulation due to high impedance on all contacts. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.